Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. It was noted that the left ventricular lead had a large area where the insulation was completely missing. The lead was capped on (B)(6) 2017. Patient already had another left ventricular lead in place and the physician decided to utilize that lead going forward. Patient did not have any issues or symptoms before, during, and after the procedure.